Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-11-01. H.6. Investigation summary:bd received 400 samples (batch: 2080380 - 100 samples, batch: 2150913 - 200 samples and batch: 2164963 - 100 samples) and 3 photographs from the customer in support of this complaint. An evaluation of the photos and samples was performed and, the issue of deformed blister packaging was observed. Additionally, 10 retention samples from the bd inventory of each batch numbers: 2080380, 2150913 and 2164963 were visually inspected, and no defects were found. Bd was able to confirm the customer¿s indicated failure mode from the returned samples and photographs provided. Bd was unable to determine a root cause for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced damaged or open package units where sterility was is compromised. Sterility is questioned. This event occurred 61 times with lot 2080380. This event occurred 253 times with lot 2150913. This event occurred 142 times with lot 2164963. The following information was provided by the initial reporter. The customer stated: complaint from alice ho miu ling nethersole hospital. The customer complained that the capsule packages were found deformed. There is uncertainty about safety in terms of sterilization and its application.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced damaged or open package units where sterility was is compromised. Sterility is questioned. This event occurred 61 times with lot: 2080380. This event occurred 253 times with lot: 2150913. This event occurred 142 times with lot: 2164963. The following information was provided by the initial reporter. The customer stated: complaint from (B)(6) hospital. The customer complained that the capsule packages were found deformed. There is uncertainty about safety in terms of sterilization and its application.

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2080380, medical device expiration date: 2024-03-31, device manufacture date: 2022-03-21. Medical device lot #: 2150913, medical device expiration date: 2024-06-30, device manufacture date: 2022-05-30. Medical device lot #: 2164963, medical device expiration date: 2024-06-30. Device manufacture date: 2022-06-13. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.